Event description:
It was reported that post-implant of an implantable pulse generator (ipg) the patient felt dizzy, there was loss of capture, and the patient had a heart rate of 45 beats per minute. The device was checked and noted to be in "configure mode" and no pacing occurred. The lead polarity was manually programmed to unipolar and immediately the device started to pace as it should and turned implant detect to off. To test, the implant detect was turned on again and automatically the pace and sense polarity turned to bipolar and turned blue (ready to be programmed). After being programmed to bipolar sense/pace an asystole episode was noted. It was turned back to unipolar sense/pace and resolved. An issue with either the ipg or the lead is suspected. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).